Manufacturer narrative:
Based on the information collected, it was established that when the event occurred, the surgical light spring arm hit the ceiling cover of the moduevo-ma caused the ceiling cover fell down and in this way the device contributed to event. No any abnormal was observed on moduevo-ma device. Root cause analysis of surgical light malfunction was performed by subject matter expert at manufacturer¿s. The root cause of this incident is an incorrect mechanical adjustment of the top stop of the spring arm of surgical light during the installation process. Getinge field service technician repaired and fixed the cover decently. Pendant was verified in good condition and could put in use after repair. The risk analysis of collision is determined and the risk is low. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 14th june, 2024 getinge suzhou became aware of an issue with moduevo-ma device. It was stated during the procedure in the operating room, a surgical light (model name: volista standop 600) hit the ceiling cover of the moduevo-ma, which caused a ceiling cover was disconnected and one part of it fell, hitting head of a medical staff member. The impact of the shield caused cut to the head requiring stitching and diagnostics exclusion of other injuries. We decided to report the issue in abundance of caution as any parts falling into sterile field or during procedure may cause serious injury.

Event description:
On 14th june, 2024 getinge suzhou became aware of an issue with moduevo-ma device. It was stated during the procedure in the operating room, a surgical light (model name: volista standop 600)hit the ceiling cover of the moduevo-ma, which caused a ceiling cover was disconnected and one part of it fell, hitting head of a medical staff member. The impact of the shield caused cut to the head requiring stitching and diagnostics exclusion of other injuries. We decided to report the issue in abundance of caution as any parts falling into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
(B)(4) getinge field service technician visited the hospital, checked and observed the corner of ceiling cover bent after hitting. Getinge field service technician repaired it and fixed the cover decently. The pendant was verified in good condition and could put in use after repair. Additional information will be provided following the conclusion of the investigation.